Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which "reads failure" was confirmed by baxter quality engineering as failure code 807:05. This condition was found in the pump's event history but could not be reproduced. Therefore, no assignable cause could be provided. This pump is a baxter owned device and will not be repaired. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump which "reads failure". According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as failure code 807:05 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.